Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. X-ray analysis found the conductor coils were intact, but the inner coil was deformed, consistent with the helix extension/retraction difficulties that were reported during the revision procedure. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right ventricular (rv) lead was found to be dislodged a few days post-implant. A lead revision was performed, but after repositioning the lead, the helix would not extend again. This lead was removed and a new lead was implanted to complete the procedure. No additional adverse patient effects were reported. The explanted lead was returned for laboratory analysis.